Manufacturer narrative:
The reported event of failure to capture was not confirmed, while the reported event of failure to remove stylet from lead was confirmed. Visual, electrical, and x-ray analysis found no anomalies. The stylet could not be removed was isolated to damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to the emergency room with low pacing rates, it was noted that the right ventricular (rv) lead exhibited with loss of capture. Upon attempted repositioning of the rv lead, it was observed that the stylet was unable to be removed from the lead. The rv lead was explanted and replaced. The patient was discharged.